Event description:
It was reported that in 2005, the patient underwent treatment with the polarcath device six lesions. During the polarcath cryoplasty procedure the immediate technical results were non-satisfactory due to a flow-limiting dissection. The patient experienced perceived pain during the procedure. Angiographic data was provided for only one target lesion that was in the superficial femoral location with 4 millimeters reference vessel diameter, 20 millimeters length and 99% stenosis. The lesion was noted to have eccentric stenosis with moderate calcification. The patient had flow-limiting dissection and a 6 millimeter by 120 millimeter size stent was implanted. The post-dilatation was performed and residual stenosis was 0%.

Manufacturer narrative:
Date of event - 2005. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). Device not returned for analysis.